Event description:
It was reported that during an unknown procedure, the clip fell out during use. The clip fell into the patient and was retrieved. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.